Event description:
Initial hcg result of 83.2 iu/l. Same sample repeated recovered >10.000 diluted and repeated again, recovered 60,510 iu/l. If additional information is received, appropriate notification will be provided.